Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received hardware low level failures and software error detected. The customer¿s blood glucose level was 104 mg/dl. The customer stated that during self test pump error occurred. This was the second occurrence of the pump error. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-1760kpk to mmt-1780kpk as per new additional information and updated in section d1/d2a/d2b and d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit passed displacement test. Failed self test due to pump error 63. Unit was programmed with test transmitter. The pump was connected to a test transmitter and monitored without any connection interruptions. Unit was successfully downloaded using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review it recorded pump error 63. Pump error 63 (variable 3, line 367 and file number = 37) was triggered three times on 11-may-2019 from 14:15:02.000 until 16:52:04.000. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered during self test due to the ambient light failure due to hardware issue. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, label damage (faded and stained), cracked retainer, scratched case and corroded battery tube. In conclusion, customer concern with pump error 63 confirmed during self test and in the history/trace files due to hardware issue. No communication with pump to transmitter was not confirmed. Retainer ring damage confirmed due to cracked retainer ring was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.